Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and high level of ketone on (B)(6) 2019 with blood glucose level of 761 mg/dl. The customer's other blood glucose level was 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer was treated with insulin shots or insulin pump and pills. The customer also reported other events such as difficulty in breathing. . Customer reports insulin exited at the quick release. The customer also reported that the cannula was bent. The insulin pump will not be returned for analysis.